Event description:
It was reported via repair work order that the power cord and ground pin was severly bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.